Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's mother reported via phone call that the customer keeps getting a blocked flow on the insulin pump. Customer was able to do a fixed prime of 5.0 units, which passed. Caller stated that the customer had a stuck button alarm in the alarm history. Customer was unsure if they pressed a button down for 3 minutes or longer. Customer was advised that the pump will need to be replaced. Customer was advised to revert to a back-up plan.

Manufacturer narrative:
The pump was received with operating currents within specification and passed the self-test, rewind, prime/seating, basic occlusion, occlusion, force sensor and displacement tests. No unexpected insulin flow blocked alarms were noted. The pump passed the leak test. The pump was received with all buttons responding properly. No damage or moisture damage on the keypad assembly noted. No unlocked keypad connector or stuck button alarms were noted. The pump was received with minor scratches on the display window and case.